Manufacturer narrative:
It was reported that the device was explanted due to electrode extrusion. This report is filed december 3, 2015.

Manufacturer narrative:
(B)(4). Previous issues have been reported under MFR report # 6000034-2014-00439. The device is unavailable for analysis.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, march 18, 2015.